Event description:
The motor blood pump of the dialysis machine stopped working, even after attempting to troubleshoot it. The blood had to be returned manually. There was no blood loss noted and the patient vital signs were stable. Treatment was delayed for about 30 minutes. Hemodialysis resumed with new prepared machine, lines, and dialyzer.